Manufacturer narrative:
Additional information sections: d9, g3, h2, h3, h6, h10 the reported calcification was confirmed. All three leaflets contained calcifications with associated tears. Circumferential pannus ingrowth was present on both the inflow and outflow surfaces. The sewing cuff was completely removed in explant and the exposed metal stent ring contained a outwards bend. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The initially reported structural valve deterioration and dyspnea are consistent with the findings of calcification caused leaflet tearing. Furthermore, the extent of the damage to the sewing cuff upon explant, the host to device reaction (pannus formation), along with the selected valve size (21 mm) larger than the replacement valve (19 mm), are possible evidence of interaction with the patient aortic wall and potential oversizing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2020, structural valve deterioration was observed and dyspnea was reported. On (B)(6) 2020, the trifecta valve was explanted and upon explant, calcification and a prolapsed leaflet were observed. A competitor's 19mm medtronic avalus was successfully implanted. The patient was reported to be in stable condition.